Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that failed batt test, no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged failed battery test alarm and no delivery/occlusion alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked keypad overlay, pillowing keypad overlay, scratched case, cracked battery tube threads, cracked case on display window corner, cracked case above arrow and battery icon, cracked case on battery tube, and cracked case on corner of belt clip rails identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on (B)(6) 2021 at 04:39:03, insert battery alarm on (B)(6) 2021 at 04:39:02, 04:40:07 on (B)(6) 2021 at 18:38:56. Confirmed no delivery alarm during basal on (B)(6) 2021 at 02:24:33, 02:25:00, 02:34:00, 03:00:00, 03:19:00, 03:29:00 and during bolus on (B)(6) 2021 at 10:19:02 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery test, insert battery, nor no delivery alarms during testing. Customer alleged for failed battery test alarm was confirmed. Customer alleged for no delivery/occlusion during bolus and basal was found in the pump history, however was not confirmed during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.